Manufacturer narrative:
The field service engineer found that the gear pump pressure was low. He replaced the gear pump head, cleaned the fluidics pathways, verified wash settings, and confirmed that the analyzer was running back within specifications. Upon investigation of the reported issue, the information strongly indicates an issue with probe carryover. A worn pump head without sufficient pressure may cause such effects. Reagent issues can be excluded as repeat values were obtained under the same conditions. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the customer replaced the probe on the cobas 6000 c (501) module - c501. On (B)(6) 2017, the customer stated that they had been having ongoing calibration errors with albt2 tina-quant albumin gen.2 (malb) on the c501 starting on (B)(6) 2017. The customer tried changing the calibrator lot and using fresh saline, but the issue persisted. The customer loaded a new reagent cassette and controls tested on this cassette were within range. Calibrator set points were checked and these were correct. The customer later believed the issue to be related to the sample probe and replaced it. The malb test was calibrated. Quality controls were run without any issues. The customer repeated some patient samples and found that 7 of these had questionable initial results. Of these 7 samples, six had erroneous initial results that were reported outside of the laboratory. All samples were repeated on (B)(6) 2017 and these repeat results were believed to be correct. The first sample initially resulted as 48.6 mg/l on (B)(6) 2017 and repeated as 19.1 mg/l on(B)(6) 2017. The sample had the following additional repeat values: 10.3 mg/l and 8.6 mg/l on (B)(6) 2017 and 17.2 mg/l on (B)(6) 2017. The second sample initially resulted as 42.1 mg/l on (B)(6) 2017 and repeated as 8.9 mg/l on (B)(6) 2017. The sample had the following additional repeat values: 24.8 mg/l and 18.7 mg/l on (B)(6) 2017 and 16.9 mg/l on (B)(6) 2017. The third sample initially resulted as 86.1 mg/l on (B)(6) 2017 and repeated as 15.3 mg/l on(B)(6) 2017. The fourth sample initially resulted as 132 mg/l on (B)(6) 2017 and repeated as 15.4 mg/l on (B)(6) 2017. The fifth sample initially resulted as 64.1 mg/l on (B)(6) 2017 and repeated as 20.9 mg/l on (B)(6) 2017. The sixth sample initially resulted as 48.0 mg/l on 15-sep-2017 and repeated as 6.1 mg/l on (B)(6) 2017. One of the 7 repeated patient samples had the following malb values, but the customer could not confirm which of the 7 patients these values correspond to: 6.1 mg/l on (B)(6) 2017, 13.7 mg/l and 7.3 mg/l on (B)(6) 2017, and 32.3 mg/l on (B)(6) 2017. No adverse events were alleged to have occurred with the patients. The malb reagent lot number was 24167501. The reagent expiration date was asked for, but not provided. The customer declined a service visit.